Manufacturer narrative:
Investigation summary: one forcetriad generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met related specifications in the received condition, and no latch on of energy or self-activation was observed. The investigation found the device to function normally and within specifications for output from the ports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-07-31. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an open procedure, the monopolar port on the device remained energized. When the port was used, the device connected was active. No patient injury resulted from this issue.